Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile saline prosthesis, serial number: (B)(4), catalog: 3501670. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 4/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/16, mentor received additional information: explantation date: (B)(6) 2018. The patient underwent bilateral removal and replacement on with mentor memorygel breast implant 440cc gel prostheses on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: two devices were returned to mentor. Device a returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered several creases around the device. Leak testing was performed according with mentor procedures and it revealed leakage at the valve. No other anomalies were discovered. Otherwise, the device b returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease and shell abrasion, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).